Manufacturer narrative:
Please disregard initial submission. Please refer to 1220984-2021-00029 which was submitted with the correct manufacturing number.

Manufacturer narrative:
Please disregard this submission. Please refer to 1220984-2021-00001 which was submitted with the correct manufacturing number.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on july 14th during an imaging procedure for a sample, the specimen fell off the drawer and into the machine. The staff weren´t able to retrieve the sample and the patient had to be rescheduled for a new tissue acquisitions procedure. No other information is available.